Event description:
It was reported that the patient was found to have slow heart rate. Non capture and low sensing value were found on interrogation, and the patient was noted to have heart block. The lead was revised and is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.